Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and performed a visual inspection and found the sensor's introducer needle bent. Unable to confirm the customer received the needle damaged as customer did return the product opened/used.

Event description:
Customer reported he had one sensor where on the second day he started getting low alerts, but he did not feel low. The sensor reading kept saying 40 mg/dl, but when he checked his blood glucose it was 90 mg/dl. Customer stated the sensor was filled with blood. There was some blood under the adhesive pad. The sensor is being replaced. Nothing further reported.